Event description:
It was reported that during primary hip surgery, surgeon was going to cement stem, put it down the canal, then realized he put stem in too far. There was too much antiversion to the point where he could not relocate hip. He then began to chip cement. Dr. (B)(6) entered to help finish osteotomy and scraped cement and revised the stem. He finished the procedure with a restoration modular. Sales rep indicated that there was no device failure or anything explanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that during primary hip surgery, surgeon was going to cement stem, put it down the canal, then realized he put stem in too far. There was too much anteversion to the point where he could not relocate hip. He then began to chip cement. Dr. (B)(6) entered to help finish osteotomy and scraped cement and revised the stem. He finished the procedure with a restoration modular. Sales rep indicated that there was no device failure or anything explanted.